Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual evaluation showed two devices were returned together in a single bag with no original packaging. Neither of the devices distal anchor, distal plug, and proximal anchor were returned. The insertion devices have no visible defect. A functional evaluation showed the black (1) most proximal knob of both devices will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob of both devices will rotate and but will not raise or lower the outer barrel/forks. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified procedure, the first healicoil pk anchor failed to lock and broke (case (B)(4)), the anchor could not twist in on the 2nd part of the implant using the orange knob, leaving the front anchor inside the patient. A second healicoil pk anchor was used in a different hole, also broke, leaving the front part and a part of the second part of the anchor inside the patient's body (case (B)(4)). It is unknown if there was a back-up device available. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.